Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the helix was overretracted. It was also noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that at the implant attempt the lead was difficult to position due to the patient's anatomy. The lead was not implanted and another lead was used. It was additionally noted that the device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.